Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since about 2 days prior to date notified it hurts in the vaginal area when they are sitting, and since 4-5 days prior to date notified they have increased bowel symptoms that occur daily. It was stated that the stimulation was helping the patient with their symptoms but then their symptoms returned about a week after their implant which took place on (B)(6) 2016. There were no trauma or falls related to this issue. Using the programmer it was verified that stimulation is currently on and set at program 2 at 5.8. Stimulation was then decreased to 5.0 and the patient confirmed it to be comfortable while sitting, standing, and walking. The patient was then redirected to their healthcare provider (hcp). Follow up information received from the patient on sep-29 reported that they notified their hcp about their return of symptoms, vaginal pain, and increased bowel movements, and that the aforementioned issues were resolved through device reprogramming and change of "med device." The issues have been resolved. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called in again to report having trouble with their implant and further clarified that they can't get it regulated to where it works. They set it and get it to work for maybe 2 weeks, but then they experience pain while urinating so they adjust it again. They are seeking a new doctor for direction so a physician listing was sent to them. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.